Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and the end cap sticker was missing. There was a motor error alarm during the basic occlusion test which was due to protruded/loose drive support disk. The motor passed the motor test.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 230 mg/dl. The high blood glucose readings were treated with a manual injection. There were no significant events leading to the alarm observed. The customer was assisted with clearing the alarm and they were able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.